Manufacturer narrative:
(B)(4). Batch # n57811. Date of event: month and day unknown. Only year (2017) is known. Device evaluation: the analysis results found that the ecs25a device arrived with tyvek present, no apparent damage with 16 staples present and protruding, with the breakaway washer uncut. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. For more information please refer to the instructions for use. The device was reloaded with staples, the returned washer was used and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colectomy, when the device was removed from the package, the device looked like it had already been fired. A second like device was used to complete the procedure. There were no patient consequences reported.